Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the liquid crystal display circuit board. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window. No moisture damage was noted to the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the buttons had become unresponsive. The customer reported low blood glucose of 36 mg/dl and high blood glucose of 436 mg/dl. The customer declined troubleshooting for the high and low blood glucose. He stated that it had been very humid outside. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.